Event description:
It was reported that the patient exhibited ventricular tachycardia. It was noted that a fracture, oversensing, high capture thresholds and a coil separated from the lead body was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2021 and replaced. The patient was stable.